Event description:
In following up with a home pt regarding an unrelated incident, baxter's product surveillance department was notified of a peritonitis episode. Follow up with the home pt's nurse revealed that the home pt was diagnosed early november, 2005. The home pt was treated with gentamicin, intraperitoneal, (dosage, and dates unk). Per the home pt's nurse, the home pt is still being treated for the infection and therefore, has not made a full recovery. The home pt's nurse reported the suspected root cause as the home pt's cat having bitten the pt line of the homechoice set during therapy.

Event description:
During a follow up with a home pt regarding an unrelated incident, baxter's product surveillance dept was notified of a peritonitis episode. The home patient's nurse stated that the hom pt was diagnosed novmber 2005 with peritonitis. The home pt was treated with gentmycin (i.p 40 mg/day for ten days) and vancomycin (100mg / once). Per the home patient's nurse, the home patient has recovered from the infection and has made a full recovery. The home patient's nurse stated that during therapy the home patient's cat bit into the pt line of the homechoice set, she believes this incident to be the root cause of the peritonitis episode.